Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited three brief episodes of noise on the right ventricular (rv) channel. The noise was not oversensed and no patient symptoms were reported. The rv lead was evaluated during isometrics and noise could be elicited. A revision procedure was performed and this rv lead was removed from service and replaced. No additional adverse patient effects were reported.